Event description:
The customer reported being in the emergency room due to high blood glucose. The caller stated that the cause leading to his admission was not eating. The customer was removed from humalog to novalog and was treated with an insulin drip possibly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.